Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The system error 322 was reproduced during testing, however the specific component could not be identified. System error 322 will occur when the pump transitions from the door open state to the door closed/ set-loaded state and the lower link switch does not activate. The upper aux/ lower aux flexes will be replaced as known contributors to system error 322.

Event description:
It was reported a device alarmed for system error 322. It was also reported that there was no patient involvement.